Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/27/2015 with the following findings: on examination, the keypad was intact and without damage. On testing, all the keypad buttons were responsive. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. The pump case was removed for investigation and did not reveal any evidence of damage, defect or contamination of the keypad flex. There was no visible evidence of moisture inside the pump. A leak test was performed which revealed a leak at the audio bolus button. The audio bolus button cover was noted to be damaged/punctured 2531779-2015-24798 as reported on medwatch report # 2531779-2015-24798. Investigation was unable to duplicate the keypad/button complaint of tactile changes with moisture during this investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.